Event description:
The patient was interrogated to have high impedance. Patient had a recent replacement on (B)(6) 2021. Patient was sent for xrays. It was noted that the patient's lead appeared to be twisted in xray images; however, it noted that there was no definite wire fracture in the xray images. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
F10. Adverse event problem, health effect - clinical code - correction - code e010901 was inadvertently not included on supplemental #1 MDR.

Event description:
Patient was referred for full revision. Patient seizures were reported to be aback at baseline. Xrays were performed. No lead fracture was observed during surgery. The explanted lead was discarded. High impedance was agreed to have been observed prior to the generator replacement surgery.